Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in sections a3, g4, g7, h2, and h10. Corrected data can be found in section a3. On (B)(6)2020 , intuitive surgical, inc. (Isi) received a letter (see attachment), dated (B)(6)2020," from the patient stating the following: "I [¿] broke my neck in 2009. I started having female problems in 2013. In 2016 dr. [¿] preformed [sic] a hysterectomy using eh devinci [sic] device. The machine malfunctioned during persedure [sic], taering [sic] holes, and burning orgens [sic] while shaking me which rearranged my bowles [sic]. So now I have major issues with bladder & bowels. I called you at the end of 2019 because I was having issues. The late delay of complaint is because my neck was repaired in (B)(6)2017 and I wasn't able to get around. In early 2019 I started getting up and around by late 2019 I was having issues with the internal organs that were destrubbed [sic] do [sic] to the malfunction of the devinci [sic] devices. Dr. [¿] again preformed [sic] a minor persedure [sic] that helped. Here we are in july of 2020 and I'm needing that persedure [sic] again. I'm very uncomfortable in my guts. The pressure is pushing my stomach acids into my mouth now my teeth are starting to decay from all the stomach acid." Based on the current information provided, this complaint will remain reportable due to the following conclusion: the patient claimed that during a da vinci-assisted hysterectomy procedure, the robot malfunctioned and as a result, her bowel was injured. The patient indicated that the bowel injury required repair. However, at this time, the root cause of the alleged operative complication is still unknown. As noted on the initial MDR, the surgeon reviewed the operative report and the patient's medical records. He did not find any evidence of a malfunction of the da vinci surgical system or any bowel injuries.

Manufacturer narrative:
Based on the current information provided, the root cause of the patient¿s alleged bowel injury is unknown. The surgeon reviewed the operative report of the da vinci-assisted surgical procedure and did not find any documentation or evidence of a device malfunction. He also did not find any evidence of a bowel injury or burn injuries. A follow-up MDR will be submitted if additional information is received. Isi has reviewed the site¿s system logs with a procedure date of (B)(6) 2016. No related system errors were found to have occurred during the surgical procedure. The system logs reveal that the surgeon used the following three instruments: monopolar curved scissors, pk dissecting forceps, and a mega suturecut needle driver. Per the system logs, all three instrument were used in subsequent surgical procedures. Per the site¿s complaint history, no complaints were reported to isi regarding any of the three instruments used during the surgical procedure involved with this complaint. Based on the information provided at this time, this complaint is being reported due to the following: the patient claimed that during a da vinci-assisted hysterectomy procedure, the robot malfunctioned and as a result, her bowel was injured. The patient indicated that the bowel injury required repair. However, at this time, the root cause of the alleged operative complication is unknown. The surgeon reviewed the operative report and the patient's medical records. He did not find any evidence of a malfunction of the da vinci surgical system or any bowel injuries.

Event description:
It was initially reported to intuitive surgical, inc. (Isi) by an individual who underwent a da vinci-assisted hysterectomy procedure on (B)(6) 2016, that she has experienced a "puff bag" above her stomach that makes her feel full although she has not eaten. In addition, she has had complaints of abdominal pain from hip to hip, and has felt sick. The patient mentioned possibly having an infection. On (B)(4) 2019, isi contacted the patient directly and the following additional information regarding the reported event was obtained: the patient confirmed that she had undergone a da vinci-assisted hysterectomy procedure on (B)(6) 2016. The patient claimed that she was informed that intra-operatively, the robot malfunctioned and ¿ripped¿ two of her organs. She believes her bowel and bladder were ¿ripped.¿ the patient also mentioned that her bladder was ¿burned.¿ both organs required repair. She did not know if the procedure was completed robotically, aborted, or converted to another surgical modality. Immediately after the surgery was performed, the patient claimed that she felt bloating and abdominal pain. She also stated that overnight after the surgery was performed, she had gone from a size 5 to a size 12 or 15 due to swelling. Since then, the patient indicated that the swelling has gone down and she is now a size 7. In addition, the patient mentioned that immediately after the surgery was performed, she could not get up or do anything due to having a fractured neck. The patient clarified however that she had fractured her neck prior to undergoing the da vinci-assisted surgical procedure. Additional post-operative symptoms she has experienced include shoulder pain, vertigo, ¿pressure¿ in her insides, left-sided numbness and warmth, right-sided coldness, blood in her urine, and slime in her stool. The patient stated that she visited a physician regarding her symptoms and was told to take vitamins. She also claimed that the physician informed her that the symptoms were unrelated to her neck injury. On (B)(4) 2019, isi contacted the surgeon who performed the da vinci-assisted surgical procedure on (B)(6) 2016. Per the surgeon, there is no evidence that the patient had sustained any bowel or burn injuries during the da vinci-assisted surgical procedure. In regards to the alleged bladder injury, the surgeon attributed an intra-operative cystotomy to the process of dissection of the bladder away from the pubic symphysis. The surgeon indicated that the da vinci surgical system did not cause the cystotomy. In addition, although the patient claimed that the robot malfunctioned, the surgeon reviewed the operative report and did not find any evidence of device malfunction.